Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels declined to 29 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include combative, running into walls, falling off of bed, staggering and found unresponsive. The patient was treated with IV (intravenous) glucose. The patient was released the following day. The patient's mother removed the pod and deactivated the pod before the paramedics arrived.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified.